Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented for a right ventricular (rv) lead revision. On (B)(6) 2024, the physician elected to replace the rv lead. The patient condition was not known.